Event description:
It was reported that a tandem mobi cartridge alarm occurred during the pumping process. There was no adverse impact to the customer's blood glucose level. Although the caller was unable to reload the original cartridge, they successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.